Manufacturer narrative:
The complaint is inconclusive as the actual complaint device was not returned for evaluation. A DHR review was performed and one ncmr was issued to the lot for excessive actuation force. However, the discrepant devices were scrapped and the remaining portion of the lot passed all applicable inspections. No CAPA required for complaint has not been confirmed as manufacturing related.

Event description:
Per company representative: dr achieved red out, deployed bands, captured varix and the bands slipped off. No patient harm. No sample returned.